Manufacturer narrative:
The investigation is ongoing and a supplemental report will be submitted with the results.

Event description:
It was reported that a lengthening procedure was required but the custom jts distal femur implant could not elicit an expansion even when the drive unit of the jts magnet was boosted to the highest setting. The rep did not use the compass on board to test the induction magnet. (B)(4).

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, operative notes and follow-up notes are needed to complete the investigation for determining a root cause. The extension procedure was successfully completed at a later date with no reported complications. The cause of the reported failure could not be determined. The doughnut was checked a week later by the distributer and was found to be working correctly. At the time of the complaint, a trained local rep was present. There is also a possibility that the event could be attributed to tight muscle tissue. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Corrected data: custom jts distal femur implant corrected to proximal femur jts; 510k removed.

Event description:
It was reported that a lengthening procedure was required but the custom jts distal femur implant could not elicit an expansion even when the drive unit of the jts magnet was boosted to the highest setting. The rep did not use the compass on board to test the induction magnet. This is a supplemental report to 3004105610-2015-00108 (siw-(B)(4)).